Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility by a philips bench repair technician (brt). Results of functional testing indicate there was no sound at the beginning of testing; the brt was able to test it in the device and it didn't have sound, but then when tested on the test station, the speaker did produce sound. This indicates that the reason for the sound failure was not the speaker. Testing also found tampered with silicone, which indicates the device had been opened previously, before returning to bench repair. It is unknown who opened the device. Based on the information available and the testing conducted, the reported problem was confirmed. The cause is related to component failure, however, the exact cause of the reported problem was not able to be determined. The device was repaired and returned to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.